Manufacturer narrative:
The sample is available for eval. Add'l info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The needle only partially retracted when the white button was pushed, resulting in a needlestick injury to the clinician.